Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/7/2017. Device returned to manufacturer? Yes. Device evaluation: the returned sample was received; however, only the folding carton was returned and the box was empty. The device was not returned for evaluation. The reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The best estimate date is during 2017. The lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 20.5 diopter intraocular lens (iol) was implanted and then removed due to a posterior capsule tear. The lens was replaced with an anterior chamber iol. No additional information was provided.